Event description:
It was reported that the tip of the rasp broke off and remained unnoticed in the patient's femoral canal.

Manufacturer narrative:
Evaluation summary: it is unknown how many times the device was used during its potential lifespan. It is unknown how hard the patient's bone was or the anatomy of the patient's femoral canal. There are no x-rays available to examine the location and position of the fractured tip of the rasp that has been left in the patient. Exact cause of the event cannot be determined. Evaluation: as returned, the distal tip has fractured off and was not returned. The rasp shows deformation at the rasp-handle mating surfaces. Hardness is measured within specification according to device prints. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.